Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2018, because the patient had a slight hyperopic outcome/pseudophakic hyperopia. There was no incision enlargement or sutures used. The replacement lens was a zkb00 21.0 diopter lens. There was no patient injury reported. Reportedly, the patient's visual outcome was excellent after the iol exchange and there were no complications. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/21/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a bottle. Visual inspection was performed by a qualified operator using 12x magnifications; it shows that the lens was cut and was missing parts in haptic. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.